Event description:
Nurse developed red raised rash across her chest, neck, and lower jaw line. She was given prednisone and sent to an allergy specialist.

Manufacturer narrative:
A review of the device history record was not possible since the manufacture lot number for the mask was not provided. Samples related to this issue were not provided therefore further evaluation of this issue was not possible nor can a root cause be determined. Although the product lot number was not provided nor a sample made available, all manufactured product must meet production specifications and process requirements before final release. The product is made from qualified material that is inspected and released before use. No corrective action is identified for this issue. We will continue to monitor complaints for trends of this nature.